Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during follow up. The implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular channel, observed on stored egm. Programming changes were discussed but the physician elected to continue monitoring the lead since there was only one instance of overseeing. The patient was stable.